Event description:
It was reported that the patient with this implantable pacemaker experienced pacemaker mediated tachycardia (pmt) which appears to be atrial driven and was terminated with post-ventricular atrial refractory period (pvarp) extension. Boston scientific technical services (ts) reviewed right atrial automatic threshold for initiation of pmt but cannot determine if atrial intrinsic beats at loss of capture (loc) are antegrade or retrograde. Ts recommended retrograde testing. This device remains in service. No adverse patient effects were reported. Additional information indicated that post-ventricular atrial refractory period (pvarp) reprogramming has been done and patient was under continued surveillance.

Event description:
It was reported that the patient with this implantable pacemaker experienced pacemaker mediated tachycardia (pmt) which appears to be atrial driven and was terminated with post-ventricular atrial refractory period (pvarp) extension. Boston scientific technical services (ts) reviewed right atrial automatic threshold for initiation of pmt but cannot determine if atrial intrinsic beats at loss of capture (loc) are antegrade or retrograde. Ts recommended retrograde testing. This device remains in service. No adverse patient effects were reported.